Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that the phenomenon, ¿the indicator light flashes¿, was due to a failure of the locking mechanism and the scope detection slide. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation front panel blinking was confirmed. The scope socket¿s locking mechanism and scope detection slide are not functioning and causing the front panel to blink. The allegation of air works intermittently was confirmed, due to a failed front panel control causing the indicator light to flicker. In addition, the front panel is broken and faded. The lamp had excessive thermal paste. The power switch needed a switch upgrade. I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is the legally binding equivalent of my handwritten signature.

Event description:
A biomedical technician reported to olympus, the evis exera iii xenon light source air works intermittently and the indicator light flickers. This was tested with multiple scopes and changing the water bottle. The event was found during preparation for use. There was no report of patient harm associated with this event.